Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate high voltage therapy due to noise on the right ventricular lead. The lead also exhibited an increase in capture threshold. The noise was reproducible with isometric testing. The lead was capped and replaced.